Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that over the past few weeks, the keypad buttons were intermittently unresponsive. The reporter confirmed that there was no pealing or tears in the keypad. The patient reportedly wore the pump attached to a belt and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow-up #1 date of submission 08/21/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 08/04/2015 with the following findings: a visual inspection of the pump showed no physical damage to the keypad. During testing, the pump¿s display screen was blank; which prevented the initial complaint from being investigated fully. The pump cover was removed and evidence of contamination was found under all key contacts. Additionally, a display flex failure was found. A test display screen was installed and displayed normally. Unrelated to these issues, the battery compartment was found to be cracked. The battery cap had stripped threads. (B)(4).